Event description:
On (B)(6) 2015, we have been informed by (B)(6) about an incident using ECG electrodes. The customer complained that the users had problems in achieving an ECG tracing, which resulted in the necessity to re-test pts. It was also reported that "we have no indication from customers that pts have been put at extra risk from this other than experiencing a delayed time to treatment or diagnosis, however this may be possible."

Manufacturer narrative:
The retained and returned samples of the complained lot have been inspected visually and tested electrically. The examination of the retained electrodes presented the same issue as detected with the returned samples: no signal could be obtained. The root cause and the extent of this defect beyond the involved lot are still under investigation. As a high percentage (if not all) of the electrodes are affected, we have decided to recall the entire lot. We will follow up this MDR with the results of the investigation. The whole concerned lot number was sold to a distributor in (B)(4).